Event description:
It was reported that the customer had a motor error alarm on the insulin pump during the night. Customer stated that they were able to delete the alarm and the pump looks okay. Customer stated that this is the third time that this error has appeared. Customer's blood glucose level was 17.5 mmol/l. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart, prime, excessive no delivery or occlusion test due to the motor error alarm. The pump was received with normal operating currents. The pump passed the self-test and off no power test. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.